Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/16/2025, it was reported that the patient experienced inaccurate cgm values. The patient's cgm receiver was showing 347 mg/dl and was feeling lightheaded and confused while driving. While driving, he called the ambulance and waited in his car. He does not remember what happened after calling the ambulance as he was already unresponsive in his car when the ambulance came but woke up in the hospital bed. His sugar level was 40 mg/dl. Reversal of hypoglycemic shock was not documented. He was given with 18 units of humalog at an unspecified time in the hospital and stayed in the hospital for 4 days. He felt fine during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.